Manufacturer narrative:
Handling of the returned product could not be performed due to excessive blood clots and biological debris present on the interior and exterior surface of the valve and catheter system. Decontamination and analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular catheter was part of a revision surgery. The director had advised that the ventricular catheter should not be pulled out of the ventricle to avoid a possible cerebral hemorrhage. The ventricular catheter was cut off, and the interface was ligated directly.